Event description:
Complainant alleged that while attempting to monitor an (B)(6) male patient, the device displayed a "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib receptacle showed signs of fretting and was replaced as a pre-caution. The customer was advised to discard the multifunction cable used and a new multifunction cable was sent as replacement. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.